Event description:
It was reported the patient experienced atrial fibrillation coincident with vest therapy and required hospitalization. There was no allegation of a device malfunction. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
It was reported the patient experienced atrial fibrillation coincident with vest therapy and required hospitalization. There was no allegation of a device malfunction. The patient is an 82-year-old female with a medical history of bronchiectasis with acute exacerbation, pacemaker (date of implant (B)(6) 2016), obstructive sleep apnea, chronic respiratory failure with hypoxia, history of mycobacterium avium complex infection, essential hypertension, s/p coronary artery stent placement ((B)(6) 2011), pulmonary hypertension, centrilobular emphysema, and coronary artery disease. The patient was trained and initiated vest therapy on (B)(6) 2023. On (B)(6) 2023, the patient contacted baxter for troubleshooting assistance related to the vest device not powering on, which was determined to be caused by the power cord not being fully inserted. During this call, the patient reported she experienced atrial fibrillation approximately two months ago. The patient was hospitalized for approximately one week and a cardioversion was performed to convert her heart rhythm. The patient¿s healthcare team stated the cause of the event may have been related to vest therapy. It is unknown the exact settings at the time of the event, however, the setting prescription documented is 5,8,10 hz/pressure, and 5,5,5 minutes duration. The patient stated she has been asymptomatic since returning home and regularly monitors her heart rate now. The patient stated she is at high risk for pneumonia and was advised to continue with vest therapy even at a low setting. She has been performing vest therapy since being discharged from the hospital with the device settings at 5hz/pressure 5/duration 5 minutes. The patient stated on (B)(6) 2023, an incident (not further specified) registered on her pacemaker. The baxter respiratory clinician advised the patient to hold vest therapy and consult her cardiologist and pulmonologist. Proper fit of the garment was discussed, and the patient stated the garment fits her well. The patient was advised of the option of using contour foam or a wrap garment if the physician approved the patient for use. The baxter respiratory clinician stated more specific device settings would be requested from the healthcare team if the patient was approved to continue vest therapy. Multiple attempts were made to clarify if the patient had a medical history of atrial fibrillation, but no additional information could be obtained. On (B)(6) 2023, the patient and her caregiver contacted the baxter respiratory clinician to advise she was approved by her healthcare team to resume vest therapy on the lowest setting. The vest airway clearance system was developed to provide effective airway clearance therapy. The system consists of an inflatable garment attached to an air pulse generator that rapidly inflates and deflates the inflatable garment. This causes the chest wall to be gently compressed and released, which creates airflow within the lungs. This process moves the mucus toward the large airways where it can be cleared by coughing or suctioning. According to the american association for respiratory care (aarc) guidelines for postural drainage therapy, the decision to use the unit for airway clearance therapy requires careful consideration and assessment of the individual patient¿s case. Atrial fibrillation is a disease of the heart characterized by irregular and often faster heartbeat. Atrial fibrillation is not typically life threatening. Episodes may come and go, or they may be persistent. Although atrial fibrillation itself usually is not life-threatening, it is a serious medical condition that requires proper treatment to prevent a stroke. Urgent medical attention is usually recommended in severe cases. The abnormal heart rhythm can last several years or be lifelong and is treatable. In this event, the patient experienced atrial fibrillation that required medical intervention (hospitalization, cardioversion) to preclude permanent impairment of body function or permanent damage to body structure occurred, concluding a serious injury occurred. The event was possibly caused by the patient¿s underlying medical conditions/risk factors for atrial fibrillation (hypertension, improper functioning of the heart¿s natural pacemaker, coronary artery disease, sleep apnea, and lung disease); however, the patient¿s healthcare team alleged the vest device may have contributed, therefore, the ultimate cause of the event is undetermined. There was no allegation of a device malfunction, and the device is not being returned to baxter.